Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: ddbb1d4 ICD; 6947m62 lead; 407652 lead; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported the patient is deceased. The patient was reported to have breast cancer at the area of the device. The previously capped leads were removed due to potential for erosion. Post explant of the leads the patient died and an innominate vein tear during laser lead extraction was suspected.